Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. No physical damage was observed during visual inspection. No significant discrepancies found in the archive data. The platform failed the initial functional testing due the platform not powering on. In summary, the reported complaint was confirmed during initial functional testing. The defective cable processor board to pdb was replaced to remedy the fault, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that after receiving the autopulse platform (sn: (B)(4)) from service, the customer was not able to power on the platform. No patient involvement was reported.